Event description:
It was reported that the patient received a vibratory alert for non-sustained lead noise and presented in-clinic. Noise was reproducible with provocative testing. The lead was capped and replaced.